Event description:
An optease filter placed on the patient. The patient had an abdominal CT scan which verified correct placement in the inferior vena cava. The patient had a cardiac event few days later and it was discovered that filter had migrated to patient's heart. The patient was taken to the cath lab for retrieval. The patient died shortly after retrieval.====================== health professional's impression======================it is believe the migration of the device contributed to the patient's death.====================== manufacturer response for optease filter, optease filter======================company is interested in following up on this event to determine if there were any issues with the device.